Manufacturer narrative:
Serial number: (B)(4), software version: (B)(4), color: grey, battery life remaining: 11 months. Unit paired successfully to commercial app. My inpen menu displayed: the following test values were dialed and dosed: 4.0u, 4.0u, 4.0u, 4.0u and 16.0u. All values displayed accurately in the logbook. The alignment of the dose indicator mark and printed values on the dose knob is nominal. The patient complaint of dose log inaccuracies could not be confirmed. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. No physical damage to injection foot or inpen was noted.

Event description:
Information received from medtronic indicated that the inpen had log inaccuracy. Customer stated that inpen had not recording doses since 2 days. Customer reported that dose amount recorded in the inpen app was greater than 1.0 unit. No harm requiring medical intervention was observed. The inpen will be returned for analysis.